Event description:
Contact reported that after insertion of the endplates, but prior to implant of the cone there was significant bleeding from the posterior disc space after using curette at the posterior annulus. Blood loss was approx. 3200c. Procedure was stopped and the area packed for 5-10 minutes. The bleeding was stopped and the core implanted and the case completed. The surgeon did not feel that this event was device related.